Manufacturer narrative:
The actual device used for the treatment of this patient was a loaner device. Since the event was reported much later than when it occurred, the loaner device was recertified and the support log from the device was unavailable for review. Upon return of tall loaner devices, they go though a recertification process. No device issues were identified at the time of recertification activities.

Event description:
The health care provided reported to ulthera on (B)(6) 2016 that a patient 6 months out from ulthera to lift brow is experiencing constant visible twitching in the upper eye lid. The twitch started the day after treatment and has been constant since. The health care provided reports no deviation from recommended protocol. The health care provided used lidocaine with epi at the hair line and above the brow. The health care provided perscribed doxepin with no response. Treatment of botox was suggested to paitent but declined.